Manufacturer narrative:
The last calibration performed on 26-jun-2021 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The field service engineer performed mechanism checks and verified the instrument is working within specifications. The gear pump pressure, sample probe spring return, cell rinse levels, probe rinse levels, and probe alignments were checked. Precision studies were performed and met specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. The sample initially resulted in a glucose value of 226 mg/dl accompanied by a data flag. The result was reported outside of the laboratory. The sample was repeated, resulting in a value of 148 mg/dl. The sample was also repeated on a second c 501 analyzer, resulting in a value of 145 mg/dl. The 148 mg/dl value was deemed to be correct. The glucose reagent lot number was 54422401, with an expiration date of 30-jun-2022.